Event description:
Docking station not working with three different machines, elbow clogged due to physician damage. Manufacturer response for ulev100 evac station, dornoch medical system (per site reporter). Repair by OEM/vendor/depot, test and check/ operational. Replaced coupler, p...stole tube and removed clog at elbow.